Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 32 mg/dl, which was treated with juice. Low blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.